Event description:
It was reported that "fibers" were found within the surgical pack.

Manufacturer narrative:
It was reported that "fibers" were found within the surgical pack. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and no visible particulate was initially noted. Under magnification, fibers were confirmed within the syringe barrel. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.